Manufacturer narrative:
(B)(4).

Event description:
During review of manufacturer¿s programming history it was determined that the patient had high impedance. The patient was programmed off after the high impedance was seen. Attempts for additional information have been unsuccessful to date. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Event description:
Additional information was received stating that the vns patient underwent surgery to explant the generator in (B)(6) 2013 following the high lead impedance observation.

Event description:
An analysis was performed and there were no anomalies found with the pulse generator. The generator performed according to functional specifications. An analysis was performed on the returned lead portion, there is no evidence to suggest discontinuities of the device which may have contributed to the stated allegations of lead explant due to lead break/high impedance. Note that the lead assembly (body) including the section of the connector boot containing the model and serial number tag and the electrode section was not returned; therefore it was not possible to verify the model and serial number during the analysis and a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were not performed, during the visual analysis, because the quadfilar coils were not returned. Note that since the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
The explanted generator was received by the manufacturer with a lead portion inside the header of the generator. The lead was explanted in (B)(6) 2013 following the high lead impedance observation. Analysis of the devices is underway but it has not been completed to date.